Event description:
A discordant high immulite 2500 troponin result was obtained with one (1) patient sample. The laboratory questioned the result and then repeated the sample using both serum and lithium heparin tubes to confirm. The corrected results were reported to the physician. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens tse (technical service engineer) evaluated the immulite 2500 instrument data. Analysis of the instrument data indicate that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.